Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed.in addition, the following reportable malfunctions were identified during the device evaluation: image is blurry.based on the results of the investigation, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failureshould additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a scope communication error code e315. The issue was identified during a reprocessing. There were no reports of patient harm.